Event description:
A (B)(6) female admitted with complaints of worsening angina and dyspnea on exertion. The pt has a history of cad and had a CABG in 1995. The pt had a cardiac catheterization which showed severe multivessel native coronary disease with 3 out of 4 bypass grafts occluded. She had mechanical thrombectomy, balloon angiopathy and stenting done and was started on an integrilin drip. The pt was admitted to a telemetry unit with the integrilin infusing. A pca entered the pt's room and found the sigma pump alarm going off. She silenced the alarm and went to get the nurse. When the nurse entered the room, she found the sigma pump with the integrilin infusing off. When she turned the pump on, the settings had been erased. It is unclear if the pump was changed at that time but did remain in the pt's room until it was retrieved the next day by the biomedical engineer. The pt did continue on the integrilin but missed 1 hour of medication. The physician was notified.